Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01348. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A4 - patient's weight was requested but not received.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. It was also determined the patient is not receiving effective therapy. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.